Event description:
It was reported to boston scientific corp on 08/25/08 that a button replacement gastrostomy device was used for a percutaneous endoscopic gastrostomy (peg) placement procedure, (placement date unknown). According to the complainant, the right angle tube was broken and the distal part fell into the button shaft, (not into the stomach) three months after placement (2008). The detached portion was removed with kocher forceps. The device was replaced with a second button replacement gastrostomy device. There were no pt complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unknown. Although, the complainant has indicated that the suspect device is being returned for eval, it has not been rec'd. The device evaluation has not been performed; the cause of the reported malfunction is undermined.